Manufacturer narrative:
Correct reporting institution phone # (B)(6). Correct reporter phone # (B)(6).

Event description:
It was reported to philips that the device had a defective battery. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The customer confirms they need tp replace battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. A battery to be shipped to customer.